Manufacturer narrative:
Device evaluation: the evo-10-11-8-b device of lot number c1573121 involved in this complaint device involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 10th october 2019. Polyimide to cannula joint was found to be broken. Following the laboratory evaluation additional information was requested to help us gain a better insight as to what occurred while removing the delivery system "user felt slight resistance removing the delivery system. Documents review including IFU review: prior to distribution all evo-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-8-b device of lot number c1573121 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1573121; upon review of complaints this failure mode has not occurred previously with this lot #c1573121. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." And "the device can be safely removed with the elevator of the endoscope fully down." There is evidence to suggest that the customer did not follow the instructions for use. From the additional information provided the product was not inspected for kinks or damage before use. However, as the user is aware that they should have inspected the device prior to use, no training will be requested. No addition complaint will be open for the failure to follow instructions for use as failure to inspect the device cannot cause a failure but can merely prevent a damaged device from being used and would therefore be a cascading event of a failure. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed that the device got caught up when removing the delivery system. From additional information received "user felt slight resistance removing the delivery system" and "did any part of the product snag/get caught with the stent when removing the delivery system? Yes." Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User advanced the device through wire guide to desired position and released the stent successfully. But the distal of the delivery system(see attached picture) was broken while retracting the delivery system from patient. User removed the broken part of the delivery system by forceps immediately. Patient is well after procedure.